Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was not responding to magnet or programmer exposure. The nurse discussed that the patient was non-compliant with follow up checks and the device likely reached end of life (eol) three years ago. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.